Event description:
This is the third of 6 reports for two devices for three separate events. Patient stated she had her amalgams removed and replaced with the venus diamond as it was bpa free. She said the dentist also used a sealer called gluma. She said since the treatment she was not doing well. She said she has tried to handle with her dentist but he was not cooperative. She said he told her the amalgams were toxic and need to come out. She said she should not have done the replacement fillings, they are not good and she has been in pain ever since. She said she told her dentist and he told her he did not think they needed replacement now. He wanted to wait. She said she has waited six months and she is still in pain. She said she has not seen another dentist because she can't afford to and she does not think she should have to pay to have these fillings fixed as that should be on the dentist. She said she likes her dentist, but does not think he believes her. She said she told her dentist she was going to call the manufacturer and he told her not to. Asked her when the fillings were placed. She said they did the right side on (B)(6) 2013 and the left side on (B)(6) 2013 and the left side on (B)(6) 2013. They did multiple molars at this appointment. She said he told her to check for allergies before the replacement of fillings. She wasn't sure what the allergy testing was for. He told her the testing he wanted was only done at two different clinics in the us, neither was close to her. She refused. She was extremely sensitive from the time the anesthetic wore off and almost did not have the left side done. She can't eat or drink hot/cold beverages or food. She said even warm water make her teeth hurt. The dentist checked her teeth for sensitivity in (B)(6). He tested her bite, blew air on them and found one or two teeth were extra sensitive. He changed those fillings on (B)(6) 2013. He has taken many x-rays and does not see any problems in them. Asked how replacements felt. She thinks they still hurt. Her whole mouth hurts and she needs someone to pay to fix this because she can't afford to fix it and it isn't her fault her teeth hurt. She said she started seeing this dentist because he's a biological dentist and she read on the internet that amalgams are bad. She said she went to him because she wanted the amalgam removed. She mentioned that while looking into filling materials she also found that most fillings contain bpa. She said she did not want this either. She said she contacted the author of the bpa article. He recommended venus diamond because they were bpa free. On (B)(6) 2013 assistant from the dentist office did not know the lot number for the vd used but said it was shade a3. She said that they used 3m espe bonding agent, but did not say which one. She said they used the gluma desensitizer powergel. She verified treatment dates and on (B)(6) 2013 they replaced amalgams in teeth 3, 30 and 31. On (B)(6) 2013 they replaced amalgams in teeth 14, 15, 18 and 19. On (B)(6) 2013 they replaced filling in 30 and 31. She had to go because her patient was waiting. The office was contacted and message left. Please refer MFR report # 9610902-2013-00077.